Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The failure for overheating was not confirmed by the repair technician and diagnostic engineer through functional evaluation, disassembly and visual inspection. The components of the drill were conforming. The device was serviced for preventive maintenance and returned to the user facility.